Event description:
It was reported that this patient expired while in a recliner watching television. When the patient's wife called to report his passing, she mentioned that she did not think the pacemaker was working. The field representative was not aware of any issue with the device; all information from the clinic indicates the device was operating normally when it was checked by them. No additional information is available.